Event description:
It was reported by service report that the jack was drifting, the brakes would not engage and the foot end cover was damaged with sharp edges exposed. No pt involvement or adverse consequences were reported.